Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent partial explant surgery and it is alleged that "the st coating caused an intense systemic inflammatory and chronic foreign body response, resulting in an adverse tissue reaction, including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing". Inflammation and allergic reaction are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent repair of a ventral hernia. As reported, a bard/davol ventralex st, reference number (B)(4) lot number huyb0404 was implanted in the patient during this repair. (B)(6) 2017: the patient underwent surgery to explant the failed ventralex st mesh. As reported, portions of the failed ventralex st mesh were removed from the patient, however parts of the failed ventralex st still remain in the patient. It is alleged that the patient continues to experience complications related to the ventralex st mesh and will likely require additional surgeries to repair the damage from the bard/davol product. As alleged, the patient suffered personal injuries, including experience great pain and suffering as a result of the defective ventralex st mesh product. As reported, the st coating caused an intense systemic inflammatory and chronic foreign body response, resulting in an adverse tissue reaction, including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing. As alleged, the patient has been injured and sustained past and future severe pain, suffering, disability and impairment due to the alleged defective ventralex st mesh.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Based on the medical records provided, the patient was treated for a recurrent hernia, during which a portion of the ventralex st mesh was explanted, which was noted to be ¿herniated in parted portions of the repair¿. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. In addition, while there is no indication that the adhesions were related to the ventralex st, adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. There is no indication in the provided medical records provided, regarding the original allegation of the patient developing a foreign body response to the ventralex st. However, inflammation and allergic reaction are identified in the adverse reaction section of the instructions-for-use as possible complications. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events. This emdr represents the bard/davol ventralex st (device #1). There is no allegations regarding the implanted bard/davol phasix (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Addendum to the initial emdr to document additional information and medical records provided by the patient¿s attorney. (B)(6) 2015: the patient was diagnosed with a recurrent ventral hernia and underwent repair with component separation and lysis of peritoneal adhesions with implant of a bard/davol ventralex st mesh (device #1). (B)(6) 2017--(B)(6) 2017: the patient was diagnosed with menorrhagia, abd/small bowel adhesions, recurrent incarcerated incisional ventral hernia and underwent a two part procedure which included a total laparoscopic hysterectomy, bilat salpingo-oophorectomy, lysis of adhesions, release of incarcerated small bowel and omentum, partial resection of the bard/davol ventralex st mesh (device #1) and repair of the recurrent ventral hernia with implant of a bard/davol phasix mesh (device #2). Per the operative report details, "along with resecting the hernia sac, I went ahead and resected the mesh that had herniated in parted portions of the repair. The entire anterior abd wall was freed up and mobilized. A section of the old mesh (ventralex st, device #1) was left in place as this was well incorporated into the abd wall." It is alleged that the patient continues to experience complications related to the ventralex st mesh (device #1) and will likely require additional surgeries to repair the damage from the bard/davol product. As alleged, the patient suffered personal injuries, including experience great pain and suffering as a result of the defective ventralex st mesh (device #1) product. As reported, the st coating caused an intense systemic inflammatory and chronic foreign body response, resulting in an adverse tissue reaction, including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing. As alleged, the patient has been injured and sustained past and future severe pain, suffering, disability and impairment due to the alleged defective ventralex st mesh (device #1).